Event description:
On 10/30/2007, abbott point of care was contacted by a customer who reported that in 2007 an I-stat cardiac troponin t cartridge, using a whole blood sample, yielded a result of 0.71 ng/ml. Same sample repeated using an I-stat cardiac troponin I cartridge, using a whole blood sample, yielded a result of 0.96 ng/ml. Same sample repeated using an I-stat cardiac troponin I cartridge, using a plasma sample, yielded a result of 0.01 ng/ml. A sample was tested on a laboratory system yielding three consecutive results of 0.01 ng/ml.